Manufacturer narrative:
B3. Date of event: year of event has been provided, but month and day are unknown. H3: one device was received for evaluation. The service history review identified no related previous repairs in the last 12 months. Review of the event log history identified that the ¿syringe plunger not in place alarm¿ and the device exhibited a force sensor test alarm at power up. The probable cause of the force sensor test was contamination inside the plunger case, loose, bad or damaged force sensor or force sensor head.

Event description:
The customer returned the product for pump had force sensor, battery not working and plunger lever (mainboard) error. During device evaluation, a force sensor test alarm was identified at power up. Additionally, a syringe plunger not in place alarm was found in the event history log (ehl) review. There was no patient involvement.